Event description:
Caller reported that the cartridge was not fitting properly on the pump, but there was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was advised by cts to inspect and clean the pump's pneumatic tap area and eventually succeeded in reloading the correctly filled cartridge. Insulin therapy was resumed successfully, and replacement cartridges were requested by the caller, with cts arranging for their delivery and advising on follow-up assistance if needed.